Manufacturer narrative:
Device is a combination product. A synergy ous mr 2.50 x 24mm stent delivery system was returned for analysis with no stent attached. No stent was returned for analysis. The balloon was reviewed, and no issues were noted. The balloon wings were wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were visible on the exposed balloon wall. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found wire lumen damage located 139cm distal to the distal strain relief. A visual and microscopic examination of the bumper tip showed no signs of damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgment occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation with a 2.0x15mm non-bsc balloon catheter, a 2.50x24mm synergy ii drug-eluting stent was advanced to treat the lesion. However, while advancing the device into the lesion, the stent became dislodged from the balloon. The dislodged stent was then successfully removed with the guide wire. The procedure was completed with a 2.5x28mm synergy stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation with a 2.0x15mm non-bsc balloon catheter, a 2.50x24mm synergy ii drug-eluting stent was advanced to treat the lesion. However, while advancing the device into the lesion, the stent became dislodged from the balloon. The dislodged stent was then successfully removed with the guide wire. The procedure was completed with a 2.5x28mm synergy stent. No patient complications were reported.